Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was in the main body of the coronary sinus. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.